Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly. Customer stated that they have a bubble in the reservoir and they held the insulin pump at an angle to not allow the air bubble to get into the tubing.